Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display issue was reported with the freestyle libre reader. A customer reported that the libre reader depicted a white screen and he was therefore unable to obtain monitor glucose. The customer became hypoglycemic with symptoms described as "heat blast, vision disorder, head turning" and self-treated with coca. The customer also had contact with a healthcare professional who administered oral glucose as treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A display issue was reported with the freestyle libre reader. A customer reported that the libre reader depicted a white screen and he was therefore unable to obtain monitor glucose. The customer became hypoglycemic with symptoms described as "heat blast, vision disorder, head turning" and self-treated with coca. The customer also had contact with a healthcare professional who administered oral glucose as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader (B)(6) was returned and investigated. A visual inspection was performed on the returned reader and observed cracked screen, which indicated that the customer had applied pressure on the reader screen, causing a crack. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display issue was reported with the freestyle libre reader. A customer reported that the libre reader depicted a white screen and he was therefore unable to obtain monitor glucose. The customer became hypoglycemic with symptoms described as "heat blast, vision disorder, head turning" and self-treated with coca. The customer also had contact with a healthcare professional who administered oral glucose as treatment. There was no report of death or permanent impairment associated with this event.